Manufacturer narrative:
Evaluation summary: six opened 23 ga trocar cannula/hub assemblies were received taped to paper for the report of leaking trocar. The returned samples were visually inspected. Five of the samples were conforming. Sample 3 in set #2 was found to be nonconforming with a hole in the septum. The five conforming samples were then leak tested. Four of the five samples were conforming. Sample 2 from set #2 did not meet the leak testing specification. For this complaint file, the final customer lot was identified. For these final lots, seven 23 ga valve entry component lots were used to make up the final lot. A device history record review for each of the component lots was conducted. The lots had no anomalies found based on the device history record reviews. The product was released based on the product¿s acceptance criteria. The returned samples included one damaged valve. The damage to the valve could have occurred during assembly or during use, however this level of damage has not been observed during the manufacturing process. In addition the returned samples set included a valve that failed leak testing. Because the exact root cause for this complaint is unknown, specific action with regards to this complaint cannot be taken. Corrective actions for the valve open condition during assembly were implemented under a corrective action prior to the manufacturing period of the reported lot. In order to improve performance of the valvesa non-conformance investigation was opened. The root cause for leak test failures is currently under non-conformance investigation .

Manufacturer narrative:
A sample was received by a company representative. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A non-safety medical device correction was completed on august 12, 2015 and a manufacturing change implemented to address the root cause. All potentially impacted alcon customers have been contacted, trocar plugs made available and other risk mitigations discussed. Additional information has been requested but not received to date. (B)(4).

Event description:
A theatre manager reported that the cannula from a pak leaked during a procedure. Additional information has been requested but not received to date. This is one of eight reports being filed for the same facility. This report is for two lots from the same pak whose events occurred on (B)(6) 2016.